Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion at t11-l5 with a corpectomy at l2. Approximately 3 years post-op it was found that the right side screw at l5 was broken. The breakage occurred just under the screw head and is thought to have caused radicular symptoms at l5 left due to impaired fixedness of the right caudal. A revision surgery was performed approximately one month after the discovery of the break to remove the screws at l5. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.